Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the proximal left anterior descending artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement of a 3.5 x 12 mm taxus liberte stent. With 0% residual stenosis. During the index procedure, after placement of the 3.50 x 12 mm stent, a grade c dissection occurred distally to the stent and was treated with a 3.00 x 12 mm taxus liberte stent. The mid left anterior descending artery was also treated and was 90% stenosised, and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanted a 2.75 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the dissection occurred in the mid lad.

Manufacturer narrative:
(B)(4).